Manufacturer narrative:
One photo as sample was received with the customer's complaint of flow issue / occlusion. The complaint is verified with the photo due to the pump segment of tubing appearing to be ballooned. The root cause of this complaint could not be determined without further evidence like a physical sample for investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
Photo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that started beeping patient occlusion. Line flushed at hub, all the y ports and the stopcock. Sluggish to draw back and flush but not occluded. Opened pump and this is what we saw. (See attached picture). Tubing bulging below fitment.

Manufacturer narrative:
Codes update.

Event description:
Codes update.